Event description:
Boston scientific received info that this device system displayed myopotential oversensing on the right ventricular lead, with many ventricular tachycardia events stored. The pacer dependent pt experience pacing inhibition greater than 2.5 seconds and was reportedly not feeling well. Isometric exercises reproduced the myopotential sensing. The device was reprogrammed from unipolar to bipolar to decrease the observed r-wave measurement. The pt was to be seen again in the physician's office in four months. No further complications were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.